Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. (B)(4).

Event description:
Additional information received reported that the patient experienced symptoms of chest heaviness and feeling pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient went to the emergency room due to feeling unwell. The device was interrogated and it was determined that the implantable pulse generator (ipg) reached elective replacement indicator (eri). Unexpected longevity was suspected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.